Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has complained about otitis media and discharge but upon inspection the electrode array was visible in the user's auditory ear canal. The clinic will likely proceed with revision surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and an extrusion of the electrode lead into the external ear canal. Further a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlea. During explantation one additional channel was found out of cochlea likely due to a post-operative migration. During explantation a cholesteatoma was found, which likely contributed to the migration and extrusion. This is a final report.

Event description:
The user has a history of otitis media and discharge. Upon inspection the electrode lead was visible in the user's auditory ear canal. The user was reimplanted on (B)(6) 2025.